Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the patient called back after receiving replacement wireless rechargers. Confirmed patient was able to use both successfully, therapy was on for both left and right sides. The patient wished to use the recharger application to track ins battery level while charging, however due to their tremor they were not able to successfully navigate the recharger pairing screens. Reviewed it is not a requirement to use the recharger application however if patient would like to access it, they can call back who can assist with navigating the recharger application.

Manufacturer narrative:
Wr9200 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient reported both of their wireless rechargers (wrs) were not working, both wrs were not charging from the dock so patient wasn't able to charge their inss and said they've had tremor for 2 days. Patient has 2 sets of recharging equipment because they have 2 inss. Patient said the wr they typically use started to have issues a week ago, maybe less. Pt said the issue started with them noticing that the wr no longer had 3 battery indicator lights filled in but just 1 battery indicator light and wr would never charge up to more than 1 battery indicator light. Patient said now the wr wouldn't even charge at all when on the dock. During call wr wouldn't even power on. During call the wr was hard reset but this didn't resolve the issue. At the beginning of the call the dock didn't have the green light illuminated but then patient unplugged and re-plugged in charging cable to dock and the green light came on. Patient placed other wr onto dock and the red power light on wr started flashing and the wr was sounding an ascending tone repeatedly. Pt performed hard reset on wr on and off the dock. This did not resolve the issue, when the wr was placed on the dock the wr battery lights did not light up and the power button continued to flash red and tone. Pt said they lost the other dock/charging cord, therefore pt only uses one docking station to charge up both wrs. Pt said because of this one of the wrs had not been charged for an extended amount of time. The issue was not resolved through troubleshooting. During call patient said they thought that both of their implanted ins batteries were depleted. Ps attempted to walk pt through using communicator and handset to check implant battery levels but the patient wasn't able to get handset unlocked. Pt said they live alone and everyone they know works during the day when ps was open. An email was sent to the repair department to replace both nonfunctional wrs and replace the lost dock/ charging cord. No symptoms reported.

Manufacturer narrative:
See, PMA / 510(k)# updated in g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.